Event description:
Patient reported no complaint against left device. Healthcare professional later reported left "appears slightly deflated", "any creases", and "air bubbles". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, opening curved on patch and white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on patch. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on patch assessed as surgical damage consist in the use of some surgical tool. The air bubbles observed are caused by the opening received in the device, it is not considered workmanship since the device was implanted and it is not received in its original packaging. Creases are observed but have no relationship with manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.